Event description:
When balloon was fully inflated under fluoroscopy it still appeared to have a waist, but when the balloon was moved to another location and inflated again the same waist was noted so it wasn't an anatomical waist but a defectiveness in the balloon. At this point we were done with the balloon. Product had patient contact but no harm. Product is available to be returned to the manufacturer.